Event description:
It was reported a loop of this polypectomy snare detached during a colonoscopy procedure. Retrieval of the loop utilizing biopsy forceps was uneventful. Another device was used to successfully complete the procedure. There were no patient complications involved. The device has not been received by this manufacturer. Therefore, a failure analysis is not available. Without evaluation the device the company is unable to determine the cause for this event.